Event description:
Reported as corneal abscess with infection. No other info has been provided to date.

Manufacturer narrative:
The lens has not been returned for evaluation. No details of the incident or any treatment have been provided to date by the reporting physician. Method code - an investigation of the mfg and production history for the batch did not establish any conclusive evidence that the lens could have contributed to or caused the condition complained of. A review of the complaint history for this batch of product was performed. It appears that this is an isolated incident and there is no indication that the lens could have contributed to or caused the condition complained. Results code - the results of the evaluation did not find anything to indicate that the device could have cause or contributed to the pt's complaint. Conclusions code - there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint.